Event description:
During index procedure, resolute integrity drug-eluting stent was deployed at lad. Procedure ended after post-dilatation and ivus check. 25% stenosis remained. Insufficient stent expansion at mid stent was observed due to calcification. Anti-platelet drugs of asa and pretaal were dosed to the patient and pretall was planned to be changed to plavix. However, it was not changed. The patient presented chest pain and transferred to the hospital. Cag showed thrombotic occlusion at the deployed resolute integrity stent. Thrombus was aspirated and revacularization was carried out using balloon to start reflow. The patient status is good post procedure.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure - (stent thrombosis and incomplete stent expansion); patient's condition affected effectiveness of device - (moderate calcification, information stated that the stent failed to expand sufficiently due to the presence of calcification. Insufficient stent expansion resulted in the stent thrombosis). (No results available since no evaluation performed) - device or procedural images not provided for review conclusions: device failure/lack of effectiveness related to patient condition - (moderate calcification, information stated that the stent failed to expand sufficiently due to the presence of calcification. Insufficient stent expansion resulted in the stent thrombosis). Inherent risk of procedure - (stent thrombosis and incomplete stent expansion). (B)(4).